Manufacturer narrative:
The tandem t:slim user guide states: replace the cartridge every 48 hours if using humalog, every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 800 mg/dl and insulin injections were administered in an attempt to lower the bg. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and insulin injections. The high bg and dka were resolved and the customer was discharged on (B)(6) 2017. The customer did not know the cause of the high bg; no alerts or alarms were received. Reportedly, the customer had been using novolog in the cartridge for 7 days. Tandem technical support informed the customer that novolog was labeled for 72 hours with the cartridge. The customer declined to have a clinical diabetes specialist follow-up.